Event description:
It was reported that at a recent follow-up appointment, it was observed that the remaining projected battery capacity of this implantable pacemaker had decreased from greater than two years remaining to seven months, over the course of a single year. Additionally, the power consumption was found to be elevated at 167%. The physician suspected that the device was exhibiting premature battery depletion. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker was subsequently received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that at a recent follow-up appointment, it was observed that the remaining projected battery capacity of this implantable pacemaker had decreased from greater than two years remaining to seven months, over the course of a single year. Additionally, the power consumption was found to be elevated at 167%. The physician suspected that the device was exhibiting premature battery depletion. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a recent follow-up appointment, it was observed that the remaining projected battery capacity of this implantable pacemaker had decreased from greater than two years remaining to seven months, over the course of a single year. Additionally, the power consumption was found to be elevated at 167%. The physician suspected that the device was exhibiting premature battery depletion. A surgical procedure will be occur within a month to replace the device. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.